Manufacturer narrative:
The evaluation of the provided information has been made available. Device history record: the device manufacturing quality records indicate that the released component met all requirements to perform as intended. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Event details: it was reported that patient underwent a revision surgery of the left tha after 7 days in vivo due to bone fracture caused by the fall of patient. Office visit notes before and after the implantation surgery were received. Office visit note dated (B)(6) 2016 states the periprosthetic fracture around internal prosthetic left hip joint initial encounter. Possible root cause: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Possible, as no x-rays were received showing the post-implantation conditions, therefore cannot be excluded. It was probable that the femoral stem was not seated correctly or the size choice of the head led to dislocation resulting in the bone fracture. However, the exact root cause could not be determined as there were no x-rays or revision surgery notes which may point to any causes. This is a split complaint with zimmer inc. (B)(4) - refer to (B)(4) for the investigation of the other device. Zimmer (B)(4) consider this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, or x-rays. Surgical report and a picture was provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0 on the left side on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to bone fracture. It was stated that the patient fall and fractured her left hip about the hip prosthesis.